Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified cartridge issue occurred. There was no reported adverse impact to customer's blood glucose level. The customer changed their infusion set and cartridge and successfully resumed insulin delivery.